Manufacturer narrative:
The customer reported having an issue with their gz telemetry monitors. They got a communication loss (comm loss) on the central nurse's station (cns) for all gz devices in their facility that lasted for about 3 minutes. The customer stated that they are not in comm loss, but wants to report the issue and have cits or network team look into this. Technical support (ts) informed the customer to contact their it department first so they can look at their hospital server and then they can reach out to nk if needed. There was no patient injury reported. There was no patient injury reported.

Event description:
The customer reported having an issue with their gz telemetry monitors. They got a communication loss (comm loss) on the central nurse's station (cns) for all gz devices in their facility that lasted for about 3 minutes. There was no patient injury reported.